Event description:
The product was used during a video assisted thoracic surgery. Reportedly, the instrument did not fire. The hospital has reported no patient injury occurred.

Manufacturer narrative:
5/5/2000 supplemental report #2 sent to FDA. Add'l data in d9. Device eval indicated and codes entered in h-3 and h6. The initial supplemental states no product being returned, however, the product was returned and evaluated.